Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50 . Serial number: (B)(6). Batch/lot number: 5042087 / 7072707. Model/catalog description: infinion cx lead kit, 50cm . Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 . Batch/lot number: 25949814 . Model/catalog description: clik x anchor sterile kit . Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that all components were explanted due to inadequate stimulation. The explanted products will not be returned per hospital policy, and patient was doing well postoperatively.